Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an allergic reaction under the lifevest equipment. The patient described the area as red and itchy. There was no alleged device malfunction contributing to the allergic reaction. The patient¿s physician prescribed a cortisone cream for the skin irritation and then ended use. Follow up indicated that the skin irritation improved.